Manufacturer narrative:
Supplemental MDR report is being submitted to include the associated FDA z-number issued for the reported issue captured in this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU describes and outlines steps to attach outflow graft to lvad pump and the procedure for outflow graft anastomosis. As per IFU excessive tension or force should be avoided as it will damage the polyester fibers and the gelatin impregnation. Outflow graft attachment to the pump should be performed by a surgeon, physician's assistant or surgical assistant trained in the procedure. If the outflow graft is too short or too long, it may kink. Prior to chest closure ensure that the graft is not kinked or compressed. There is no indication from the reported event that the outflow graph was used in the patient prior to the discovery of the two holes. The outflow graft was returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection which revealed two tears in the outflow graft. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The manufacturer has initiated an internal investigation to evaluate outflow graft damages. Based on this investigation, the most likely root causes of tears or cuts in the outflow graft have been attributed to technique and the difficulty of assembly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator that during implant there was a problem with 2 holes in the outflow graft. It was stated that there were no effect on patient. It was stated that the device was exchanged and there were no consequences to the patient. No additional information available.